Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing low flow alarms in the settings of hypertension with dopplers in the 80s-90s, while in an euvolemic state. The patient was noted to have already been on a low flow controller. It was presumed that the low flow alarms were related to recent medication hold for kidney damage. The patient was asymptomatic with flows down to 1.7 lpm. Log files were submitted for review for potential outflow graft obstruction. The log file contained a lot of low flow estimates and a few were sustained long enough to trigger low flow hazard events when the calculated pulsatility index was elevated. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. Based on the visible data in the log file the mechanical circulatory system equipment was operating as intended electronically and mechanically.